Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose over 400 mg/dl shortly after starting the device and sought guidance on correction dosing; the user was informed that the algorithm provides automated correction and elected to monitor as glucose began to decline without manual correction, with no alerts or alarms reported. Symptoms included hyperglycemia without additional clinical symptoms. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause of the hyperglycemia remained unclear. It was concluded that the event was non-serious with no adverse clinical outcome and that the device continued to operate as designed with automated correction active. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.